Manufacturer narrative:
The insulin pump alarmed motor error during rewind due corroded motor home switch. Unable to perform basic occlusion, occlusion, prime, excessive no delivery and displacement test due to constant motor error alarm. Unit received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. It was also reported that the customer is unable to rewind. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).